Manufacturer narrative:
H4: device manufacture date is unknown as the reported serial number was not valid. No product or photos were returned therefore no device analysis could be completed. The most probable root cause is the device has a scheduled annual maintenance and the knobs have been removed or damaged by the customer. A device history record (DHR) review could not be performed due to the inability to verify the serial number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information received via email. There is no patient involvement. "No product will be sent due to the serial number could not be verified".

Manufacturer narrative:
UDI related data quality updates only: UDI is unknown because the product model number was not provided.

Manufacturer narrative:
Other, other text: b3: date of event, d4:UDI section and catalog number, g5: 510k is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had two missing knobs and needing a repair of the tidal volume setting. Patient involvement is unknown.